Event description:
It was reported that the thread of the biosure ha screw broke while tightening in the bone hole during a procedure. A backup device was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Device investigation narrative - one 9x30mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. The first third of the distal threads have been peeled off. The screws major diameter and wall thickness was measured and found to meet print specification. Clinical details were provided that a tunnel of 6mm was utilized. Per the device IFU ¿prepare the tibial and femoral tunnels in accordance with the accepted surgical technique. Place the graft into position in the tunnel. Choose an appropriate size biosure ha interference screw¿. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time. Credit hasw been issued as a customer courtesy.